Manufacturer narrative:
The autopulse platform system (sn (B)(4) was returned for evaluation. The customer reported complaint of 'realigned patient' error message was confirmed during archive data, but could not be reproduced during functional testing. The autopulse platform performed as intended, there was no device malfunction. During initial visual inspection, no physical damaged was observed upon receipt. Unrelated to the customer reported event, the encoder drive shaft did not rotate smoothly, it exhibited binding and resistance. During functional test, the autopulse passed the initial functional test without any fault or error. A review of the autopulse platform archive data was performed, it confirmed the customer reported complaint. The device performed compressions for 40 seconds and then stopped and stated realign patient on the day problem occurred. Based on the platform's archive, the autopulse performed 66 compressions on a very large in size and light in weight patient/object, and then stopped compression due to user advisory ua02 (compression tracking error). User pressed restart to clear the message. The autopulse was used again, but failed to initiate the compression three more times due to ua02. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors did not see the expected increase in load. Further review of the archive data showed the autopulse had stopped compression seven times due to ua17 (max motor on time exceeded during active operation). The autopulse did not reach target depth within specification. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. A drive train motor brake gap inspection was performed and verified the gap was within the specification. Furthermore, load cell characterization testing was performed, it confirmed both load cell modules are functioning within the specification. The autopulse has passed all the testing and meets all required specifications. The platform was re-evaluated through run_in test using the 95% patient test fixture (lrtf) with well-known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during two consecutive patient calls the autopulse platform system (sn (B)(4)) performed compressions for 40 seconds and it stopped displaying 'error [?] Aligned patient' message. The user realigned the patient and restarted the autopulse platform, but it only performed for 10-12 compressions before stopping again with the same error message. The user switched to manual cardiopulmonary resuscitation (CPR) compressions on both patients. No consequences or impact to patient. Related MFR number 3010617000-2019-00294 for patient #1.